Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right femoral vein using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the foot of the proglide device broke and the device could not be removed from the patient anatomy. A cut down was performed to remove the proglide device and the vein was sutured closed. The skin was stapled closed and manual pressure was applied. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: analysis was performed on the returned device. The reported foot detachment was not confirmed as the foot was returned intact. The guide was separated at the distal end of the guide tube. The guide tube was prolapsed at the separation. The fracture face of the guide was jagged. Both guide halves were returned intact. The reported inability to remove could not be replicated in a testing environment as it resulted from procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported event and subsequent treatment appears to be related to circumstances of the procedure due device positioning and downward force applied during device deployment. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.